Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of iliac. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.